Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. In addition, the blade was damaged. The device was connected to a test handpiece and generator and it activated during functional testing. No error codes were displayed during testing. The damage of the blade occurred due to the contact of metal to metal, between the blade with the clamp arm. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was that during a lap esophagectomy, replace instrument /blade error detected was displayed during use. Although the device was cleaned, the event continued. The tissue pad was detached off when the device was checked on the mayo stand. No pieces fell into the patient. The detached tissue pad was discarded by the hospital. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.